Manufacturer narrative:
A cover was used with this warm pack and the pt did not fell the pack was too warm per: (B)(6). Value analysis facilitator. The hosp risk management dept does not have a record of the lot no of the suspected device. We believe that the chemical in the pack may not have completely dissolved into solution upon activation. If this happens, crystals may gather at the bottom of the bag or in the corners and produce a "hot spot" that may have produced this blister. It is important to follow the pack instructions and agitate the pack until all crystals have dissolved.

Event description:
Event desc: a heat pack was applied, while in an appropriate sleeve, to the pt's neck for neck discomfort. Approx 2.5 hours later, the pt ran out for the nurse to report a blister on her neck. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Warm heat to neck.